Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Engineering confirmed there were no abnormalities with the returned devices. The instruments fired properly and the tacks seated correctly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: during a laparoscopic inguinal hernia repair, the staplers would not fire. To complete the procedure, a new stapler was used. No patient injury.